Event description:
Information received indicates the bed has no functions.

Manufacturer narrative:
The hill-rom technician found the power control module was defective. The technician replaced the power control module to repair the bed.